Event description:
Patient who experienced pain greater than one year was enrolled in a (B)(4) study. Patient was implanted on (B)(6) 2003. Level c5-6. Patient experienced neck pain with sub-occipital headaches. Patient was returned to operating room on (B)(6) 2008 for revision and an anterior cervical fusion was performed at level c4-5 with allograft. The plate and screw at c5-6 was not removed. This is two of two reports for this event.

Manufacturer narrative:
Nothing was explanted: date of revision: (B)(6) 2008. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.